Manufacturer narrative:
Initial reporter: (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) pressure and ECG were not working. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed fault with the tails of the ECG leads, which were replaced by customer with incorrect ones.